Manufacturer narrative:
Upon reassessment of the reported event, it was determined that event was not reportable as the infection was greater that one year post implantation. The initial report was submitted in error and should be voided.

Manufacturer narrative:
(B)(6). Concomitant: unknown, unknown cup, unknown. (B)(6). Report source, literature - makinen, t.j. Et al (2017). Management of massive acetabular bone defects in revision arthroplasty of the hip using a reconstruction cage and porous metal augment. The bone & joint journal, 99-b(5), 607-613. Doi: 10.1302/0301-620x.99b5.bjj-2014-0264.r3. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2017 - 07416. Product location unknown.

Event description:
It was reported in a journal article that there was one case of acute hematogenous infection treated with irrigation and debridement. Attempts have been made and additional information on the reported event is unavailable.